Manufacturer narrative:
The reported events were under-sensing and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of under-sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. X-ray examination found the inner coil over-torqued at the connector region, consistent with procedural damage. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue and the over-torque of the inner coil.

Event description:
During an implant procedure, low sensing resulting in undersensing was observed on the right ventricular (rv) lead. After repositioning the lead multiple times the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was stable.